Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.50 x 48mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured, and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a break was noted 37.5cm from the distal tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that stent damage occurred. A 2.50 x 48mm synergy xd drug eluting stent was selected for use. However, during unpacking, the stent was noticed to be damaged. The procedure was completed. There were no patient complications reported. However, returned device analysis revealed hypotube detachment.